Event description:
It was reported that the device was replaced due to normal battery depletion. No patient symptoms were reported. The patient recovered without sequela. Reference MFR report #3004209178-2009-03467.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed broken weld(s) at the bond wire pad(s) - lifted bond wire(s). Both b-battery bond wires and the case bond wire were lifted from their respective hybrid bond pads. The epoxy bond was broken between the hybrid circuit and the battery terminal at both battery terminals. The lab function test noted there was telemetry at the initial review of the ins, however, there was no telemetry or output when tested on the bench. The battery voltage was 3.70v which is an ok battery.